Manufacturer narrative:
During initial inspection of the device, the soft cannula was not visible. The pink slide insert was not visible through the viewing window of the top housing, however, the linkage assembly was observed to be in the deployed state. Upon opening the device, the release bar was found to be in an upwards position, indicating that needle deployment should have occurred. Closer inspection of the needle mechanism found that the pink slide insert was not properly held in place by the catch beam. The catch beam was observed to be installed too far to the right which prevented it from properly holding the slide insert in place. This indicates that the needle had initially deployed, however, the catch beam being incorrectly installed prevented the pink slide insert from being captured after needle deployment, therefore the cannula was pulled from the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, after wearing the pod on the arm between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 18 mmol/l (324 mg/dl). Hyperglycemia treated by applying a new pod and bolus.